Event description:
A customer reported experiencing a power source alert 07. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by plugging the charging cable into a wall adapter, and the pump began charging, which required no further assistance.